Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of damage, its hanger assembly was missing and broken and the output connector assembly was also broken, and it was also noted that six case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. (B)(4).

Event description:
It was reported that the external pulse generator looked to be damaged, that the plastic inside the connectors was damaged and that the hanger assembly was missing. The generator was returned for service. There was no patient involvement.